Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer believed their high blood glucose was from the air bubbles. Customer's blood glucose was between 21 mmol/l to 22 mmol/l. The customer stated their blood glucose was lowered when the infusion set was changed. The customer reported the air bubbles were 1 millimeter to 2 millimeter in size. The customer stated they did not rewind the insulin pump with the reservoir in place. Customer also reported the air bubbles did not persist after a set change. The customer agreed to return the reservoir for analysis.